Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the stapler was able to fire, there was multiple and abnormal cracking from the first stapling and rejected for the next two. There was incomplete stapling. Clamp change was done.